Event description:
It was reported that a pt underwent a surgical procedure due to endometriosis on (B)(6), 2011. The procedure performed was a laparoscopic supracervical hysterectomy and endometriosis removal and the device was used for hemostasis. On approx (B)(6), 2012, a second procedure was performed to excise what was thought to be metastatic cancer of the pelvis. Pathology returned granulomas secondary to a foreign body reaction.

Manufacturer narrative:
Method: as no device was returned and no lot number info was available, device and device history reviews could not be completed. In lieu of these, a literature search and maude database review were performed. Similar instances (granulomas based on foreign body reaction to collagen hemostats) were noted in literature. Further approx 5% of all reviewed mdrs mentioned granuloma or foreign body reaction. While a review of complaint history shows no reported complaints relating to the device and granuloma, it should be noted that this is not an unexpected adverse event based on results from literature and the maude database. Conclusion: it is unk at this time what may have caused a foreign body reaction in this case or if there is a causal relationship between the device and this event. Should further info become available, a follow-up report will be filed.